Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three screw heads broke of while inserting during surgery. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, without a lot number the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the returned screws were examined. The head of each of the (B)(4) screws are badly damaged and the shafts snapped off as reported. Its unknown if the bone had been predrilled before screw insertion, but a strong indication that excessive force, beyond the calculated design was applied during the insertion step. We would like to point out that these screws due to their size must be handled with care. As the lot numbers were not provided, we cannot take our investigation any further, to confirm date of manufacture and conduct a review of the DHR. However, we can state that this type of damage is not from any non-conformity in the manufacturing process. No actual product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.